Event description:
Device report 3 of 3: reference MFR report: 1627487-2012-08541, 09794.

Manufacturer narrative:
Evaluation: results: the leads were returned cut with broken swift-lock anchors still attached to the lead bodies. The locking mechanisms of both anchors were completely torn with the metal insert exposed. This damage was likely incurred during the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.